Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of an error, it booted to one during testing and the hard drive was therefore reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that during a patient check the programmer generated an error. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.